Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is progressively becoming unresponsive. Customer's blood glucose levels was 106 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injection for continued insulin therapy.